Event description:
A patient of unknown medical history underwent surgery for aortic dissection with the use of bioglue surgical adhesive. Reportedly, the surgeon applied 7 ml of the bioglue to the repair site, but was unsuccessful in gluing the walls of the aorta. The surgeon used another brand glue to finish the procedure. Post-operatively, the patient's condition was satisfactory.